Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from eoq to psv.

Manufacturer narrative:
The device was not returned to olympus for evaluation and limited information was provided by the user facility regarding the reported event. Therefore, the cause of the reported event could not be determined. If additional information becomes available, this report will be supplemented accordingly. Please cross reference MFR# 2951238-2018-00198.

Event description:
Olympus was informed that the device fell off the distal tip of the bronchoscope and into the patient during a bronchoscopy procedure. The physician was able to retrieve the balloon from the patient. There was no patient harm/injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility and to provide correction to the initial reported event. The user facility later confirmed that the balloon did not fall off the distal tip of the scope during a bronchoscopy procedure. As referenced in related report (MFR# 2951238-2018-00198), the user facility confirmed that only the balloon groove at the distal tip of the scope broke off and fell into the patient during a procedure.